Manufacturer narrative:
The customer's meter and (2) strips were returned for investigation where they were tested using retention controls. Testing results (qc range = 4.1 ¿ 6.8 inr): qc 1: 5.2 inr, qc 2: 5.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation is lay user/patient. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to results from the same meter. At 8:06 am the meter result was 4.8 inr. At 8:19 am the meter result was 7.1 inr. At 8:50 am the meter result was 5.0 inr. At 11:21 am the meter result was 4.6 inr. The customer used a different finger for each test. The customer's coumadin dosage was withheld for two days after the meter results. The customer resumed a reduced coumadin dosage 3 days after the meter results were obtained. The customer's therapeutic range is 2.0 - 3.0 inr.